Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints by lot 62163fz00 did not identify an increase in complaint activity. The ticket trending review did not identify any trend regarding commonalities for lot number 62163fz00 and issue. The device history record review did not identify any nonconformances, potential non-conformances or deviations associated with lot number 62163fz00 and complaint issue. The overall performance of the architect hbsag reagent was reviewed using field data from customers worldwide. The median population result for lot 62163fz00 is comparable with all other lots in the field and falls within established baselines, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect hbsag reagent lot 62163fz00 was identified.

Event description:
The customer observed a false reactive architect hbsag for one patient from orthopedics with a previous negative result for hbsag. The customer reported that they recently switched the sample type to edta plasma. The following results were provided: (B)(6) 2024, sid (B)(6), edta plasma sample, initial hbsag result= 6.18 iu/ml (reactive); repeat result (after recentrifugation)= 14.33 iu/ml (reactive); repeat on the another analyzer=14.60 iu/ml and 14.76 iu/ml (reactive); serum sample, initial hbsag result= 0.00 iu/ml (non-reactive); repeat hbsag on another analyzer= 0.02 iu/ml (non-reactive) there was no neutralizing confirmatory testing performed. Additional results provided: initial rpr result= positive; repeat rpr result (after recentrifugation)= negative update, additional patient results was provided on (B)(6) 2024. The sample was sent out for testing at a reference laboratory. Sid (B)(6) serum result was negative. Sid (B)(6) plasma result was positive. Neutralizing confirmatory testing was performed on the plasma with a positive result. Additionally, testing was performed using a heterophilic antibody blocker with no change in the result. There was no impact to patient management reported.

Event description:
The customer observed a false reactive architect hbsag for one patient from orthopedics with a previous negative result for hbsag. The customer reported that they recently switched the sample type to edta plasma. The following results were provided: (B)(6) 2024, sid (B)(6) , edta plasma sample, initial hbsag result= 6.18 iu/ml (reactive); repeat result (after recentrifugation)= 14.33 iu/ml (reactive); repeat on the another analyzer=14.60 iu/ml and 14.76 iu/ml (reactive); serum sample, initial hbsag result= 0.00 iu/ml (non-reactive); repeat hbsag on another analyzer= 0.02 iu/ml (non-reactive) there was no neutralizing confirmatory testing performed. Additional results provided: initial rpr result= positive; repeat rpr result (after recentrifugation)= negative. Update, additional patient results was provided on 23oct2024. The sample was sent out for testing at a reference laboratory. Sid (B)(6) serum result was negative. Sid (B)(6) plasma result was positive. Neutralizing confirmatory testing was performed on the plasma with a positive result. Additionally, testing was performed using a heterophilic antibody blocker with no change in the result. There was no impact to patient management reported.

Manufacturer narrative:
Update to section h6 - adverse event problem, medical device problem code corrected from a090804 to a090809

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false reactive architect hbsag for one patient from orthopedics with a previous negative result for hbsag. The customer reported that they recently switched the sample type to edta plasma. The following results were provided: on (B)(6) 2024, sid (B)(6), edta plasma sample, initial hbsag result= 6.18 iu/ml (reactive); repeat result (after recentrifugation)= 14.33 iu/ml (reactive); repeat on the another analyzer=14.60 iu/ml and 14.76 iu/ml (reactive); serum sample, initial hbsag result= 0.00 iu/ml (non-reactive); repeat hbsag on another analyzer= 0.02 iu/ml (non-reactive) there was no neutralizing confirmatory testing performed. Additional results provided: initial rpr result= positive; repeat rpr result (after recentrifugation) = negative update, additional patient results was provided on (B)(6) 2024. The sample was sent out for testing at a reference laboratory. Sid (B)(6) serum result was negative. Sid (B)(6) plasma result was positive. Neutralizing confirmatory testing was performed on the plasma with a positive result. Additionally, testing was performed using a heterophilic antibody blocker with no change in the result. There was no impact to patient management reported.